Manufacturer narrative:
Unit received with failed battery alarm due to corroded battery tube. Unit received with moisture damage at the electronic assembly. Unable to verify battery power loss alarm and low battery alarm due to failed battery alarm noted. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to failed battery alarm. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received replace battery alarm with prior notification of low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.